Event description:
It was reported to vyaire medical that the lap top ventilator 1200 motor pcba (printed circuit board analog) is burned out. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: vyaire medical was able to verify the reported issue. Uut (unit under test) has multiple components burned.